Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due diabetic ketoacidosis on (B)(6) 2020 with blood glucose level of 214 mg/dl. The customer was bought to emergency room and treated with intravenous drip. Customer was not wearing a sensor at the time of the diabetic ketoacidosis. The troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.